Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it cannot be determined if this device performed as described in the field action. Concomitant products product ID 419688 implantable pacing lead implanted: (B)(6) 2010; product ID 507645 implantable pacing lead implanted: (B)(6) 2010; product ID 7120 competitor implantable tachy lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device exhibited t-wave oversensing (twos) post ventricular pace causing the paced rate to be slower than normal. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.